Manufacturer narrative:
(B)(4) date sent: 5/28/2026 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was the device initially effective in controlling reflux? Was mesh used at time of implant? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? What was the reason for removal of the linx device? Please clarify what was meant by "due to patient having effects". During explant, how many times if any did the cut the device to remove it? What is the device lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a linx removal procedure, the device was removed due to patient having effects, however, during the process of removing it they noticed that it came apart into multiple pieces. It came apart- out in an area away from the clasp.